Event description:
A us distributor reported that a patient's battery charger was unable to hold charge.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't hold a charge) has been confirmed. Upon investigation the battery charger was unable to power on or hold a charge. The cause for the failure was isolated to a defective power supply brick. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the damaged charger.